Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error, rewind anomaly or unexpected insulin flow blocked alarm noted. Insulin pump received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert or replace battery now alarm noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call error in the motor detected from unexpected value from hall sensor alarm, rewind anomaly and alarm generated when device detected movement in the hall sensor alarm on the insulin pump. Customer¿s blood glucose level was 215 mg/dl. Troubleshooting for the alarm was performed. Customer advised they were unable to rewind the insulin pump. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.